Event description:
Ventilator said "device alert:breath delivery not affected. Possible compromise of other functions. Service required." Vent had just been serviced in last week for same problem and released for service. Ventilator replaced immediately and patient tolerated change out well.